Event description:
It was reported that the patient needed a revision procedure due to fracture of the screw and an issue with the passage of the screw through the hole in the plate. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: poland h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. X-rays were provided and screw can be seen fractured in x-ray. Additional images provided of plate and screws, however, screws were together and not labeled and could not be assessed properly. No product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: assessment of imaging: the entire right femoral operative site and hardware are not included. The visualized fixation plate is obliquely oriented and separated from the femur. The head of the most proximal screw is fractured and remains at the plate. The second screw is not fractured but the screw head has passed through the plate. The two most proximal fixation screws remain within the femur and the more distal screw is partially retracted from the femur. There is an incompletely visualized femoral fracture. Impressions: retracted proximal femoral fixation plate with proximal screw fracture and screw position as noted. The entire plate and screw fixation is not included on the image. The proximal screw is fractured and the second screw passes through the plate. On this limited image without complete visualization of the femoral fracture and fixation hardware, trauma to cause the screw facture cannot be determined a definitive root cause cannot be determined. The reported event is confirmed with provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.